Event description:
Per affiliate: it was reported that the customer was hospitalized. The nurse inserted the needle into the subcutaneous tissue. The needle was cut from the bend of pinhead. The pt fell steady piercing pain at the insertion site. The needle was removed by surgery. It was reported that the bent needle was broken under pt's skin and pt was injured.